Event description:
Patient tested gram positive cocci in the device pocket. The entire system has been infected. The source of the infarction was not able to be identified. The patient will be getting the system fully removed. This is a similar event mdrs 2183787-2022-00044.